Event description:
Spacelabs healthcare was notified that 6 beds connected to the xhibit telemetry receiver (xtr) system briefly went offline unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs product support specialist (pss) remotely evaluated the telemetry system and found the spacelabs equipment working as expected, the biomedical engineer later stated that the reported issue was caused by a hospital switch losing power. The reported issue was caused by a hospital switch losing power.